Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In 2003, the patient had a radius stent implanted in the mid left circumflex (lcx). In (B)(6) 2013, the patient presented due to unstable angina and mi, and coronary angiography was performed. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 95% stenosis and was 18mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 20mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0% with timi flow 3. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with complaints of intermittent chest burning and pain from past one week and was hospitalized on the same day. Two days later, coronary angiography was performed and the 90% stenosis in mid rca with the patent distal study stent was treated with pre-dilatation and placement of a 4.0 x15 non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0%. In addition, 70-80% isr in mid lcx was treated with pre-dilatation and placement of a 3.0 x18 non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0% and the event was considered resolved. The following day, the patient was discharged on aspirin and clopidogrel.